Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that there was a large build up of solidified blood present inside the balloon. The balloon was attached to an encore inflation unit and during attempts to inflate the balloon a pinhole leak was identified over the distal edge of the proximal markerband. A detailed microscopic examination of the balloon material and markerband could not identify any issues which could potentially have contributed to the leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed and de novo lesion was located in the severely calcified left anterior descending (lad) artery. The 12mm x 2.0mm maverick balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 6 atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. The 90% stenosed and de novo lesion was located in the severely calcified left anterior descending (lad) artery. The 12mm x 2.0mm maverick balloon catheter being used for pre-dilation was advanced to the lesion and on the first inflation it ruptured at 6 atms. The device was successfully removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.